Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (defective power brick) was confirmed. Upon receipt the power brick was defective. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery charger/modem would not power on. The patient was provided with a replacement charger/modem.